Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting pharmacy due to meter "no longer working." Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint that the true metrix air meter was "no longer working." Complaint was reported via e-mail. Customer stated in her e-mail that due to the issue she had contacted the pharmacy and they had advised her to request replacement from manufacturer. No symptoms or medical attention associated with the use of the product was reported. Product information, including meter serial number and test strip lot number, was not provided. Manufacturer attempted to contact customer by e-mail and telephone to provide assistance and obtain further complaint details; manufacturer unable to contact customer. No further information was able to be obtained.